Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the up button was not responding. The customer¿s blood glucose level was 300 mg/dl. During the call customer stated that the up button started working again explained this will just continue to be a problem and we need to replace the insulin pump now before it gets worse. The insulin pump will be returned for analysis.